Manufacturer narrative:
Details of complaint: on 09/02/2020, it was reported that the central nurse's station pu-621ra was experiencing signal loss. The nk qae attempted 3 follow-ups with the customer on 12/10/21, 12/17/21, and 12/29/21 via email with no response. The reported device was not returned for a product evaluation. No troubleshooting was performed. Service requested: troubleshooting. Service performed: troubleshooting. Investigation summary: the overall risk is medium. There is insufficient information within the complaint record to determine a root cause, therefore, a root cause cannot be determined and no CAPA will be issued.

Event description:
The biomedical engineer (bme) called to report signal loss on telemetry devices on 2nd floor when customer enters room. It was observed in 2 rooms with 3 different telemetry devices. Details of telemetry devices have been requested for further troubleshooting. Nk ts is working on resolution. No patient was harmed.

Manufacturer narrative:
The biomedical engineer (bme) reported signal loss on telemetry devices on 2nd floor when customer enters room. It was observed in 2 rooms with 3 different telemetry devices. Details of telemetry devices have been requested for further troubleshooting. Nk ts is working on resolution. No patient was harmed. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device was used in conjunction with the unit: model #: ni. Sn #: ni. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni.

Event description:
The biomedical engineer (bme) called to report signal loss on telemetry devices on 2nd floor when customer enters room. It was observed in 2 rooms with 3 different telemetry devices. Details of telemetry devices have been requested for further troubleshooting. Nk ts is working on resolution. No patient was harmed.